Event description:
It was reported that the pulse generator exhibited high battery impedance. A software download was performed in (B)(6) 2011. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.